Event description:
The system was arcing. This error caused the system to lockup. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock tube assembly and the generator batteries. The system operates as intended.